Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed infusion set tubing and resumed insulin delivery, however customer maintained the pump was at fault. Additionally, it was reported that the customer experienced resistance during the fill process. Customer's blood glucose level was 350 mg/dl. Although requested by tandem technical support, customer declined troubleshooting, or to provide additional information regarding the reported issue.